Event description:
From staff: penumbra ruby coil lp 2mm x 4cm used in mma (middle meningeal artery) embolization did not detach when detachment handle was used. Ultimately coil was detached in correct location.